Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, h10 and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imaging of the patient's anatomy confirms the presence of calcification in the landing zone. Photos of complaint devices (delivery system and sheath) were also provided, showing evidence of a torn balloon from a commander delivery system stuck in a sheath. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, a balloon burst was confirmed based on evidence from provided photos of complaint devices. Available information suggests patient factors (calcification) and operational context (+1cc of additional volume used in the inflation device). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Additionally, photos provided confirm that a burst balloon was stuck in the sheath, which likely contributed to the withdrawal difficulties experienced. The complaint for inability to withdraw the catheter through the sheath was confirmed with empirical evidence based on photos provided of the complaint devices. Available information suggests that the balloon burst likely contributed to the event as provided photos show balloon material caught in the sheath liner, causing bunching of the sheath liner material. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on 'the distal end of sheath tip', which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required. This is one of two manufacturer reports submitted for this case.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, the balloon ruptured during valve deployment. The valve was successfully deployed and well-expanded. The delivery system was attempted to be removed through the sheath but was met with resistance. The team was unable to pull the delivery system through the sheath. An occlusion balloon was advanced up the contralateral side and was inflated in the distal abdominal aorta. The delivery system and sheath were then removed together as one unit. Post peripheral angiogram showed no extravasation and the right external iliac and femoral arteries were intact. After hemostasis was achieved, the patient left the procedure area in stable condition. Images provided from the field show that the liner of the sheath delaminated during the delivery system withdrawal difficulty.